Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00441. It was reported the pt (B)(6) lost stimulation. An x-ray was taken which revealed one of the pt's two extensions was disconnected from the ipg. Surgical intervention was undertaken to address this issue. During the procedure it was noted one of the extensions was fractured. The physician explanted the pt's extensions, relocated the ipg at the pt's request, and connected the leads directly to the ipg. No further complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.